Manufacturer narrative:
Summary of investigation results: the analysis of the patient files did not reveal any irregularities. Proper lead connection was verified, as correct lead tightening marks was observed on each set-screw. All electrical and mechanical characteristics were within specifications. It was reported that the event recurred with the device used in replacement. In addition, it was reported that a ventricular lead repositioning solved the issue on the replacement device. Therefore, based on all available information, no issue is suspected with the subject device.

Event description:
On (B)(4) 2019, the subject pacemaker was reportedly pacing in unipolar mode without capturing on either the atrial or ventricular channel, while there were no issues when the device was previously pacing in bipolar mode. The device was replaced, but the phenomenon occurred again with the new device. Reportedly, a lead repositioning procedure was performed on (B)(6) 2019, which solved the issue on the new device. The preliminary analysis of patient files and of the returned device revealed no irregularities.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject pacemaker was reportedly pacing in unipolar mode without capturing on either the atrial or ventricular channel, while there were no issues when the device was previously pacing in bipolar mode. The device was replaced, but the phenomenon occurred again with the new device. Reportedly, a lead repositioning procedure was performed on (B)(6) 2019, which solved the issue on the new device. The preliminary analysis of patient files and of the returned device revealed no irregularities.